Event description:
The customer reported to olympus that there was no image on the high definition lcd monitor. This was occurred during reprocessing for a diagnostic hysteroscopy procedure. The patient was not under sedation. The intended procedure was completed using another device. There was no delay to patient therapy and no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a defective printed circuit board. Additionally, evaluation found that the lcd (liquid crystal display) screen was scratched. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely the device could not turn on due to a defective g1 board (printed circuit board). However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.